Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. The displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery alarm tests were unable to be performed due to cracked lcd glass. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump cracked and they lost their sensor when they fell off their bicycle. Customer was advised to discontinue use of the pump and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for further analysis.